Event description:
It was reported the patient received inappropriate shocks while using a chainsaw. It was also reported that "interference was seen." The lead was removed and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.